Event description:
A customer reported the gas tamponade could not be performed during surgery because the system's extension pressure hose was not able to be connected to the gas hose at the facility. The customer stated the gas hose's shape is different from the one of another system's. Additional info, including how the procedure was completed, was requested but no new info was received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).